Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for back pain with leg pain and non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. On (B)(6) 2025, it was reported that the patient had their medication increased on (B)(6) 2025 and they were presenting on (B)(6) 2025 to the emergency room (ER) with altered mental status. Per they reporter, they were wanting the dose decreased. They had been unable to get in touch with the managing physician. The reporter was transferred to the national answering service. Additional information received on 2025-01-21 indicated that the patient needed their pain pump decreased due to altered mental status. The patient's pain management provider was contacted, who stated that the patient would have to go to his clinic to have an adjustment but, at the time of this report, the patient was inpatient with altered mental status. The reporter asked if there was a manufacturer representative (rep) that could go to them. Contact information for the national answering service and technical services was provided. Additional information received on 2025-01-23 indicated that the patient was discharged from the hospital on (B)(6) 2025.